Event description:
Female taken to or for laparoscopic assisted vaginal hysterectomy. When obgyn was using the reprocessed ascent 12mm trocar one of the side buttons broke off. The piece was retrieved and the entire trocar was removed from the field and replaced with another trocar. Surgeon was able to finish procedure without any further issues. No harm or injury to patient. Or staff sequestered device for risk mgmt pick up.====================== health professional's impression======================the device broke apart during use.====================== manufacturer response for reprocessed endopath xcel 12mm trocar, endopath xcel======================continue to work through issues with reprocessor.